Event description:
It was reported on (B)(6) 2012, the surgeon performed second surgery using rhbmp-2/acs on the patient, consisting of a c5-c7 fusion surgery. Post operatively, patient's pain increased, and the surgeon recommended her to undergo another surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.